Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake during therapy. The patient was hospitalized on the same day as onset of the peritonitis. The patient was treated with vancomycin injection 2 gram (frequency not reported) and fortum injection 1 gram (frequency not reported) for the event. At the time of this report it was unknown if the patient had recovered from the peritonitis event. Pd therapy was reported to be ongoing. Additional information was requested but is not available.